Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported anchor breakage.

Manufacturer narrative:
Visual assessment of the device could not confirm the reported complaint of anchor breakage. The anchor is intact. The suture has been disassembled from within the handle. Dimensional assessment of the anchor confirmed it met print specification for major diameter and length. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.